Event description:
Describe event or problem.

Manufacturer narrative:
This report serves as summary reporting of thirty-eight (38) serious injury events. The notification of these events was provided in 2007, by the evt law firm as a result of claims. See scanned pages.